Manufacturer narrative:
H4: device manufacture date is unknown. Correction information: b4: date of this report - updated. G1: contact office - updated. G6: follow-up #: 1. H2: if follow-up, what type? - updated. H3: device evaluated by manufacturer - "no" to "yes". H6: codes updated - component code, type of investigation, investigation findings, investigation conclusions-updated. Additional information: d4: primary unique device identifier (UDI). D9: is this device available for evaluation? H11: evaluation summary. Evaluation summary: the event reported was that there was no apparent sign of tissue coagulation. Based on the inspection of the returned unit, the device was found to operate normally. This product is designed to deliver current only when both cup tips are in contact with the tissue. Based on the investigation, a potential root cause was that one of the cup tips was not sufficiently in contact with the target tissue during use, resulting in uneven coagulation. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed that the device was completed under normal conditions on 13-sep-2024, passed all required inspections, and was released accordingly. Although the manufacturing date could not be verified, the manufacturing completion date was confirmed as 13-sep-2024. There were no reworks or concessions, and the dates of approval for shipment and actual date shipped were confirmed on 13-sep-2024. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode or hazard. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
On 01-dec-2025, pentax medical became aware of an event involving a pentax medical bipolar hot hemostasis forceps model h-s2518 serial number (B)(6) in japan. During an endoscopic procedure using a bipolar hemostatic forceps, the sound of electrical current was heard, but cauterization could not be performed. The procedure was completed using a new hemostatic forceps. There was no report of patient harm. This event meets the requirements for FDA reportability. However, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: this device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. We are currently investigating whether the device can be returned. Investigation is in process. If additional information becomes available, a supplemental report will be filed with the new information.